Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device became stuck within the catheter. A 150cm renegade¿ hi-flo¿ 180cm fathom¿ system was used in a radial access uterine fibroid case. During procedure, a renegade/fathom was advanced through a 4fr .038 non angled non bsc glide catheter to gain access and treat the target lesion. Upon attempting to remove the microcatheter and wire system after treating one area, it was noted the device became firmly stuck in the glide catheter. The removal difficulties damaged the renegade/fathom and delayed the procedure. The device was completely removed from the patient. The procedure was completed with a new glide catheter. No patient complications were reported.